Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that one farastar generator was selected for being used, however persistent 301 occurred. There was no apparent reason for the 301 error as the catheter position looked good and spline spacing seemed appropriate. As part of troubleshooting a sequence of actions were taken but the issue persisted. The procedure was cancelled/rescheduled, no patient complications occurred. The device is not expected to return for laboratory analysis since it was retained by customer.